Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an MRI and as gradients were turned on the patient was stimulated from the gradients and experienced sharp pain down both legs. The scan was then terminated. The caller spoke with the manufacturer representative who stated they could proceed with MRI even if there was an impedance issue. The caller reported that they believed MRI mode was activated before the scan and conditions were followed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.